Event description:
Reported 1 false negative sofia sars result for 1 symptomatic patient. The patient's symptoms were starting to go away at time of test. The customer communicated that the patient had tested positive for sars antibodies. No other confirmatory testing completed.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains; unable to determine. Source: phone.